Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to a low blood glucose reading of 30 mg/dl. The customer had been experiencing high and low blood glucose levels for the past two weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. Nothing further was reported.